Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the pump not working to restore full continence. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. There were no patient complications related to the device. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Field change: e1, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the pump not working to restore full continence. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. There were no patient complications related to the device. No more information available at the moment. Should additional information become available, it will be provided.